Manufacturer narrative:
Concomitant medical products: dtbb2d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray indicated suspected fractured leads. The leads remain in use. No patient complications have been reported as a result of this event.